Event description:
It was reported that during the procedure, the device was advanced to the middle bile duct and the physician attempted to collect a sample for cytodiagnosis. However, the resistance was felt when pushing the handle and the brush could not be pushed out. The device was removed from the pt and it was noted that the distal end of u-channel was damaged. The case was completed with a second device and the pt was fine. Evaluation of the returned device found that the thumb ring was broken.

Manufacturer narrative:
A device history record review revealed no issues related to the reported event. Residue was present on the returned device, indicative of use. A visual evaluation found that the thumb ring was broken from the device. The thumb ring cannula was found to be bent and broken 4mm from the distal end of the thumb ring. The working length of the device was found to be bent and kinked in multiple places resulting in resistance being encountered when functionally testing the device. The brush pull wire was found to be bent and kinked through the extrusion, most likely due to force being applied. The distal end of the guidewire channel was noted to be torn distally for a length of 1cm most, likely due to force being applied. A functional evaluation found that the brush could not be actuated due to the damage to the device. It appears that when an attempt was made to actuate the device the thumb ring and cannula bent and broke. It was determined that the most probable root cause for the event was operational context.